Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the procedure was completed with this device with no reported issues. However, following the procedure, the cautery pin detached when the snare and active cord were disconnected and remained attached to the cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the cautery pin had detached. The unit retracted and extended according to specifications. The condition of the returned device was consistent with the complaint that "the connector stayed on the cable"; the complaint was confirmed. The reported failure is likely attributable to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the procedure was completed with this device with no reported issues. However, following the procedure, the cautery pin detached when the snare and active cord were disconnected and remained attached to the cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.